Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic non-device dependent patient presented in clinic for routine follow-up. Upon interrogation of the device, high threshold was noted on the right atrial lead. The patient would continue to be monitored.